Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of an unspecified number of tampons the pledget fell apart into pieces. She manually removed the remaining pledget pieces from her vaginal cavity. She reported that she did seek medical attention. Multiple attempts have been made to obtain further information regarding the consumers use of the product and outcome; however, no further information has been received.